Manufacturer narrative:
Revision surgery was performed on (B)(6) 2025 to replace the two firebird nxg set screws and the mariner mis rod with an approved orthofix straight rod (pn 53-2160). The explanted components were not made available for analysis as they were discarded during the revision surgery. Additionally, no lot information was provided. Three torque handles (pn 36-1512) were returned for evaluation and one was found slightly under specification; however, it is unknown which handle was used during the intial surgery. Based on the available information, the most likely cause of the construct failure is the use of an incompatible, off-label construct. Insufficient torque may have further contributed to the issue. Review of labeling: possible adverse events like other spinal system implants, the following adverse events are possible. This list is not exhaustive: delayed union or nonunion (pseudarthrosis). Bending, disassembly, or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain pain, discomfort, or abnormal sensations due to the presence of the device pressure on skin where inadequate tissue coverage exists over the implant, with potential extrusion through the skin. Dural leak requiring surgical repair. Cessation of growth of the fused portion of the spine. Subsidence of the implant into adjacent bone. Loss of proper spinal curvature, correction, height, and/or reduction. Increased biomechanical stress on adjacent levels. Improper surgical placement of the implant causing stress shielding of the graft or fusion mass. Intraoperative fracture or perforation of the spine. Postoperative fracture due to trauma, defects, or poor bone stock. Serious complications associated with any surgery may occur. These include, but are not limited to: wound complications, infection, genitourinary, gastrointestinal disorders, respiratory disorders; cardiovascular disorders, including myocardial infarction (heart attack) or arrythmias; neurologic injuries resulting in weakness, paralysis, numbness, tingling, or pain; vascular (blood vessel) injuries, including hemorrhage (bleeding); thrombosis (blood clots) leading to deep venous thrombosis or pulmonary embolism; or death.

Event description:
On 17 apr 2025, it was reported that a mariner mis rod was used off-label in conjunction with firebird nxg / janus screws and set screws. The original surgery took place on (B)(6) 2024. During routine follow up, it was discovered that the firebird nxg set screws separated from the construct in the postoperative period. As a result, a revision surgery occurred on (B)(6) 2025 to remove two firebird nxg set screws and the mariner mis rod.